Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. Further investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Root cause is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: articular surface catalog # 42517000707 lot # 63222487. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01798. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured. No adverse events have been reported as a result of the malfunction. There was no patient involvement.